Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a patient with a magna ease 23mm aortic valve, implanted for approximately 10 years, underwent a valve-in-valve procedure due to stenosis. There was a preoperative gradient of 33mmhg. A tavr was performed with a 9600tfx 23mm valve. Procedure went well.

Event description:
It was reported that a patient with a 3300tfx 23mm valve, implanted for nine (9) years and six (6) months, underwent a valve-in-valve procedure due to severe aortic stenosis. Bioprosthetic aortic valve degradation was noted. There was a peak gradient of 50mmhg and a mean gradient of 40mmhg. There was a preoperative gradient of 33mmhg. A tavr was successfully performed with a 9600tfx 23mm valve. There was trivial perivalvular insufficiency with a mean gradient of 10mmhg. The patient tolerated the procedure well with no complications. The patient was discharged in stable and improved condition on pod #2.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.